Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude from the distal cap. However, maximum working channel sleeve protrusion was noted when the small knob was articulated counterclockwise and the large knob was articulated in both directions. A functional assessment was performed. A guidewire was inserted into the spyscope while the working length was held in loops and the distal end of the device was inserted into the fixture simulating tortuous anatomy. The guidewire passed freely through the working channel. Resistance was not felt. The reported complaint incident of ¿difficult/unable to advance accessories¿ was not confirmed because no issues were identified with passing a guidewire through the working channel port in the handle or through the working length. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax, as seen by the white area along bond a and the braid imprint throughout the pebax region. The handle was disassembled to inspect the working channel port and breakout mold. The pebax region proximal to the working channel sleeve was also inspected. No damage or irregularities that could cause or contribute to passability issues were observed. The investigation concluded that the condition of the returned unit was not consistent with the reported complaint incident of ¿difficult/unable to advance accessories.¿ it was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Further investigation revealed that the wcs protrusion issue is caused by an inadequate bond b. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2018-00904 for the first spyscope digital access and delivery catheter, and 3005099803-2018-00999 for the second spyscope digital access and delivery catheter. It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure intended to observe the hepatic portal area and to perform biopsy, at introduction there was difficulty advancing the spyscope ds over the guidewire. Upon observation, it was noticed that the tip of the guidewire came into contact with the scope channel of the spyscope. Attempts were made to pass the guidewire but they were unsuccessful. A second spyscope ds was used but the guidewire still did not pass through the device. The guidewire was removed from the bile duct and cannulation was performed using another spyscope ds. The procedure was completed with the third spyscope and the original guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.